Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he was backing up the ramp instead of driving forward and the chair allegedly went off the ramp and landed on EU's right leg.